Manufacturer narrative:
A company service representative examined the system. The company service representative found that the physician had put the unit into demo mode during the surgery and it disabled the system. When the demo mode is selected the system shuts down on its own. The system was tested and met all product specifications. (B)(4).

Event description:
A nurse reported the system shut down during a procedure. The event took place during the third surgery of the day. The surgeon had requested the nurse to access the help screen to clarify some questions related to the silicone oil injection. When the video was accessed, the image displayed blinked. After resuming the surgery, the surgeon accessed the oil injection mode and the equipment shut off. The surgeon maintained the eye pressure with the system's back up pressure and followed the emergency directions while the nurse rebooted the system. After the system was rebooted and reprimed, the surgery was completed. There was a 3 minute delay in surgery while the system was rebooted. There was no patient harm reported.